Event description:
It was reported that a patient presented with premature battery depletion on their implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was not known.

Manufacturer narrative:
Correction: h3 - updated to yes, was previously not selected.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were found. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found an internal battery anomaly to be the cause of premature battery depletion.